Event description:
The customer reported that the insulin pump was unable to rewind after pressing act button. Assisted the customer and unable to get into rewind. Customer stated stopped bolus. Customer received battery out limit. Troubleshooting was done for battery test. Customer's blood glucose was 217 mg/dl. Advised the customer that battery cap would be replaced as courtesy. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.